Event description:
During biomed testing the device caused the associated defibrillator to display a "release buttons" message. Complainant indicated that there was no pt involvement in the reported malfunction.